Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the concentrator intermittent alarms.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the manifold pilot valve had no switch code causing an intermittent alarm, which confirmed the original complaint issue. The was no issue with the alarm not working. However, the underlying cause could not be determined.

Event description:
Provider states the concentrator intermittent alarms.